Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4),

Event description:
Customer reported via phone call, she had an issue with the insulin pump. The insulin pump had alarmed no delivery, motor error, and failed battery test. Customer's blood glucose was unknown. Troubleshooting was performed for motor error alarm. Motor error alarm occurred during basal and prime and was able to complete the rewind process. No delivery troubleshooting wasn't performed due customer was reporting a past event. Troubleshooting for failed battery test wasn't completed due the device being replaced for the motor error event. The device is not returning for analysis.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33, no delivery and motor tests. No excessive no delivery error alarm or motor error alarm noted. The insulin pump has normal operating currents and no unexpected off no power, low battery, bad battery or failed battery test alarms noted. However, the insulin pump was received with broken battery tube threads, cracked reservoir tube lip and minor scratched lcd window.